Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor (icm) exhibited intermittent t wave oversensing which triggered an episode of atrial fibrillation. The patient was brought into the clinic and programming changes were made. The patient was stable in condition.